Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on, humming) has been confirmed. Upon investigation, the monitor would not power up and had a steady static sound. The failure was isolated to contamination on the monitor boards. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor will not power up.